Event description:
It was reported that during perfusion, the hepatic artery pinch valve did not function correctly. Although the graphical user interface indicated 100% closure, the valve did not fully occlude the tubing. The pinch valve was observed to be moving but was unable to achieve complete occlusion. The user manually augmented the function of the pinch valve using a tubing clamp, allowing the perfusion to continue without further issues. The liver was successfully transplanted.

Manufacturer narrative:
Device was serviced at the customer site by a field service engineer. The reported issue was able to be reproduced during servicing. The perfusion logs were reviewed and no device resets were noted. The valve would not fully occlude but the graphical user interface would display 100% occlusion. The pinch valve was removed, disassembled, cleaned, and reinstalled. The device subsequently passed all applicable testing.